Manufacturer narrative:
The device was returned and during the evaluation it was confirmed that the tissue pad was burnt, had peeling on the tissue pad and was confirmed to have fallen off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the pads worn out and falling off could not be determined, likely factors causing the defect could have been the following: 1) the tissue pad was severely worn out and part of it peeled off because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2) some force was applied to the peeled tissue pad causing it to fall off. Summary answer (regarding clinical/medical evaluation and risk assessment review) the customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : "·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during a hepatectomy procedure, the tissue pad was scorched and peeled off inside the patients fat tissue. The subject device was retrieved with a grasping forceps and the procedure was completed with a similar device. There was no health hazard to the patient; therefore, no further interventions were required.